Event description:
It was reported that the compressor could not be switched on. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor could not be switched on. After the compressor transformer was replaced, the compressor was returned to the customer and approved for clinical use after passed tests. The replaced transformer was returned for investigation. Visual inspection of the returned transformer did not show any deviations. Electrical measurements of the transformer showed that it was electrically functional, and when tested in the reference compressor, the compressor started as expected and produced compressed air. No malfunction was found with the returned transformer. Note. The previously reported manufacture date was for a servo-s ventilator. The compressor this complaint deals with was delivered 02/05/2015.

Event description:
Manufacturer ref.#: (B)(4).